Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the legal manufacturer¿s investigation. Updated fields: h2, h4, and h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, the customer confirmed that the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported and other findings would not cause or contribute to a death or a serious injury if it were to recur. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it was confirmed that there was no problem with the device. Olympus will continue to monitor field performance for this device.

Event description:
There was no additional information received from the customer.

Event description:
It was reported that the probe driving unit's socket is broken and the image is dark. The ion endobronchial ultrasound under general anesthesia was prolonged for over 30 minutes due to switching of radial probes with the unit and needing to have a biomed technician come up to assist with troubleshooting during the case. There were no reports of further patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report has been submitted by the importer under this MDR report number (B)(4).